Event description:
The customer stated, she had an insulin reaction and was treated by the paramedics. The blood glucose reading was not reported. The customer also stated, she has been ill and has not been eating very well for a few days and felt that this may have contributed to the event. The customer declined to troubleshoot on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.